Event description:
Received implant card indicating that a patient's vns generator and lead were replaced due to a lead discontinuity. Attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.